Event description:
Customer complainted that five patients came off of five different dialysis machines, with hemolysis. The customer did a qa on all five dialog machines, all checking out ok. They believed the common link was the bloodlines which all had the same lot number. The nurses did notice that the bloodline kinked on the venous side where the line connects to the dialyzer. Only one incident of hemolysis occurred, and the lines were discarded. Patient was hospitalized as a precaution, then released. No further incidents have occurred in 2003. Cause of hemolysis is not clear.